Manufacturer narrative:
This supplemental is being submitted for completed analysis and investigation. Product event summary: the battery was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release; however, review of the manufacturing documentation revealed that the battery was programmed with an incorrect chemistry ID firmware file, which impacts the battery¿s estimation of its relative state of charge (rsoc). Log file analysis revealed multiple critical battery alarms were logged involving (B)(6) since (B)(6) 2020. Analysis of the data log file revealed that, prior to each critical battery alarm, the battery was at 24% relative state of charge (rsoc). During the critical battery alarm on (B)(6) 2020, the battery dropped from 24% rsoc to 0% rsoc. During this instance, the battery was not the active battery, yet still dropped capacity. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a battery programmed with the incorrect chemistry ID during the manufacturing process, which caused the battery's capacity to drop below 10% rsoc, thus triggering critical battery alarms. CAPA pr (B)(6) was opened to investigate this issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited critical battery alarms. The battery remains in use. No patient complications have been reported as a result of this event.